Event description:
The device was used during a "vats". Reportedly, after firing, the jaw was opened and the staples did not form correctly and bleeding occurred. Another device was used to finish the procedure. No patient injury was reported.